Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was extended. Resistance testing found the lead was not electrically continuous. An x-ray confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure it was not possible to extend/retract the right ventricular (rv) lead helix after several repositioning attempts. A new lead was implanted. No adverse patient effects were reported.